Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the power shut down suddenly when the product was being used. The outlet was checked and the power was turned on again, but the power turned off immediately. The physician waited for approximately 5 minutes, and when the power was turned on again, the device was started. The procedure was completed with navigation/ imaging systems and back-up products. There was a less than 1 hour procedural delay and the patient outcome was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was not determined and the person in s<(>&<)>r thought it might be caused by the shortage of battery, but the exact cause was not known.